Event description:
During crrt, a few drops of blood leaked out at the connection of the heparin syringe line to the medplus one-way valve. The customer routinely uses a medplus one-way valve between the heparin line on the crrt circuit and the heparin syringe which is considered off label use. The customer believes the connection between the syringe line and one-way valve was not secure. Treatment was ended and the blood from the extracorporeal circuit was returned to the pt. The nurse manager stated there was no adverse event to the pt and no medical intervention was necessary.